Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. During an urgent procedure the angiojet solent omni catheter was used to thrombose a clot in the vasculature around the spinal cord. During the operation the tip of the catheter broke off. The patient was open and the tip was able to be retrieved. No further patient complications were reported.